Event description:
The customer reported fluid under the lcd after wearing the insulin pump in the pool. The customer stated that there are cracks on the insulin pump case as well. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic and motor assemblies. The device had a cracked case at the lcd window corners, reservoir tube, and battery threads. The device had a broken reservoir tube lip. The device had a missing reservoir tube o-ring and end cap sticker. The device had a scratched lcd window. The device also had a loose/flush drive support disk.